Manufacturer narrative:
Date rec'd by MFR: 15jul2019. The customer reported that the flow sensor assembly had been replaced and that the issue was resolved. Repair information was confirmed. Part was scrapped and not expecting return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the performance verification test (pvt) oxygen flow test failed at 10 liters per minute (lpm). There was no patient involvement.